Event description:
During an in-clinic follow-up, noise resulting in oversensing and muscle stimulation were observed on the right atrial (ra) lead. Lead insulation damage was suspected but it was not confirmed. The device was then reprogrammed as an interim resolution. The patient is stable.